Manufacturer narrative:
The device was returned intact and functional with moderate yellowing. The device weighed 2.4g over specification.

Event description:
Suspected bilateral symptomatic rupture right side.